Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 420 mg/dl while the cgm read high, and troubleshooting identified a leaking cartridge with no insulin drops observed at the tubing during a fill, prompting a full set change on the ilet. Symptoms included hyperglycemia. Outcomes included resolution of high blood glucose after replacement of the cartridge and infusion set supplies, with no hospitalization or injury. Investigation included telephone troubleshooting, product inspection by the user guided by support, and collection of device history through user report. Investigation of this case revealed a leaking cartridge and ineffective insulin delivery through the infusion line prior to the set change. It was concluded that the event was attributable to a device component failure of the cartridge resulting in interrupted insulin delivery, which resolved with replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.